Event description:
Additional information received reported that the clip detached from the anterior leaflet and remained attached to the posterior leaflet and mr increased to grade 4. A second mitraclip procedure was performed to treat the slda, two clips implanted reducing mr to 3-4. The patient will be monitored. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and without the device to analyze, a cause for the reported difficulty to deploy the clip resulting in partial clip movement could not be determined. Additionally, a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral regurgitation appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. The unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficulty to deploy the clip resulting in partial clip movement could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed in a good position. During clip deployment, the mandrel would not release the clip. Troubleshooting and additional maneuvers helped the clip release, and the clip was deployed. The clip was stable on both leaflets but had some movement. A second clip was advanced to add more stability to the first clip, but the second clip did not reduce mr and added more movement to the clip. Therefore, the second clip was not used and removed without issue. One clip implanted, reducing mr to 3+. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.